Manufacturer narrative:
The explanted devices will not be returned for evaluation as they were discarded by the medical facility.

Event description:
A complaint of infection at the lead site was received. The pt's precision system was explanted. It was determined the infection was mrsa, and the pt was administered antibiotics.